Event description:
The customer contact reported corrosion was noted in the battery compartment of the device and the device will not run on dc power. The device was returned to the biomedical department from the obstetrics department with a note that stated no dc power and battery corrosion. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, corrosion was noted in the battery compartment of the device. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.